Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt fell on their stimulator from an epileptic seizure(unrelated pre-existing medical history ) and now they are feeling shocked from their ins. Pt stated they do not remember the event or when it happened, but was told they fell on their ins. Pt stated they have been having problems with their ins and it feels like it is shocking them. Pt confirmed they did fall again about a week ago. Pt also mentioned their ins feels like its stuck in a "certain position" and it really hurts. Pt was redirected to mdt to have an mdt rep come to their hcp's office. Pt confirmed they had adjusted their stimulation because of the shocking feeling and they are still waking up in the middle of the night to use the restroom. Reviewed role of pt services, mdt rep, and hcp. The patient was redirected to their healthcare provider to further address the issue. Pt stated they do have an hcp appointment of (B)(6) 2022. Follow up pc was made to the patient and the patient stated that they canceled their appointment and have rescheduled it on the (B)(6) on the call, the patient reported that they felt stimulation in their toes no matter if they are sitting, laying down, standing, etc and that it does not happen during troubleshooting. No further complications were reported/anticipated at this time.